Manufacturer narrative:
Visual evaluation of the returned device did not identify any issues with the device. The dilator could be retracted and advanced inside the sheath without any issue. And after examining the surface of the sheath, no issues were noted the navigator sheath was placed in a container of water and the hydrophilic coating was found to be activated without any issues. No device issues were identified; the dilator could be retracted and advanced inside the sheath, no issues noted upon examining the surface of the sheath. The investigation was unable to confirm the reported complaint.

Event description:
It was reported to boston scientific corporation that a navigator hd access sheath was used during a ureteroscopy performed on (B)(6) 2013. According to the complainant, the physician felt resistance during the removal of the access sheath. Upon inspection, after withdrawal,the middle coating was thinner than the other part of the device. The procedure was completed with this device. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a navigator hd access sheath was used during a ureteroscopy performed on (B)(6) 2013. According to the complainant,the physician felt resistance during the removal of the access sheath. Upon inspection, after withdrawal,the middle coating was thinner than the other part of the device. The procedure was completed with this device. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a navigator hd access sheath was used during a ureteroscopy performed on (B)(6) 2013. According to the complainant,the physician felt resistance during the removal of the access sheath. Upon inspection, after withdrawal,the middle coating was thinner than the other part of the device. The procedure was completed with this device. The patient's condition at the conclusion of the procedure was reported to be fine.